Manufacturer narrative:
Multiple attempts have been made to contact the surgeon requesting additional information regarding the case and patient outcome. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Based on the limited information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: (B)(6) 2016 - the patient underwent an unspecified surgical procedure with implant of a bard/davol ventrio st hernia patch. (B)(6) 2016 - the patient was admitted to the hospital due to an infected ventrio st hernia patch and was treated with IV antibiotics. The patient's surgeon is planning to perform an additional surgical procedure and possibly remove the patch.

Manufacturer narrative:
The following is an addendum to the initial MDR to document corrected and additional information provided by the surgeon: during davol (B)(4) follow up with the surgeon he states that this is a high risk patient with a history of (B)(6) infections. He believed at the time of implant that there were no active infections. The surgeon stated that the post operative complications were not due to the bard/davol device used to treat the patient. He confirmed that this was not a device related problem, and his initial contacted was to discuss treatment options. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Based on information provided by the surgeon this was not a device related problem.

Event description:
The following was reported to davol: on (B)(6) 2016 - the patient underwent an unspecified surgical procedure with implant of a bard/davol ventrio st hernia patch. On (B)(6) 2016 - the patient was admitted to the hospital due to an infected ventrio st hernia patch and was treated with IV antibiotics. The patient's surgeon is planning to perform an additional surgical procedure and possibly remove the patch. The following is an addendum to the initial MDR to document corrected and additional information provided by the surgeon: on (B)(6) 2016 - the patient underwent an unspecified surgical procedure with implant of a bard/davol ventrio st hernia patch. On (B)(6) 2016 - the patient underwent explant of the bard/davol ventrio st mesh and cleaning of the site. Patient was at this time implanted with a xenmatrix graft.